Event description:
An elevate anterior apical prolapse repair system was implanted on (B)(6) 2012. On (B)(6) 2012, the pt was examined and a "small asymptomatic erosion" of the implanted mesh was noted. Estrogen cream was prescribed.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.